Manufacturer narrative:
Veeva case: (B)(4).

Event description:
Corega building up in his throat [foreign body in throat] he was choking. [Choking] that made it difficult for him to eat and drink [swallowing difficult] he got an infection. [Throat infection] he had a scratchy throat [scratchy throat] a sore throat [sore throat] he was coughing [coughing] the hold didn't last. [Product adhesion issue] it had water in it [product physical consistency issue]. Case description: on (B)(6) 2025 a spontaneous case was reported in chile by a consumer or other non-health professional via call center representative (phone). On (B)(6) 2025 new information was received for this case. The report concerns a 91-year-old elderly male consumer. The consumer received corega ultra max hold and comfort (carbomer+carna+polma cream) lot number cp8p and expiry date was reported as 2026-06 for first dosage regimen and lot number and expiry date was unknown for second dosage regimen for indication loose dentures. This case was associated with product complaint. No concomitant medications were reported. On an unknown date, after an unknown time of starting corega ultra max hold and comfort, the consumer experienced a serious medically significant events of corega building up in his throat (preferred term: foreign body in throat) and he was choking (preferred term: choking). On an unknown date, the consumer experienced a non-serious events of the hold didn't last, he got an infection, he had a scratchy throat, he was coughing, a sore throat, that made it difficult for him to eat and drink, and it had water in it (preferred term: product adhesion issue, pharyngitis, throat irritation, cough, oropharyngeal pain, dysphagia, and product physical consistency issue). The outcome of the events foreign body in throat, choking, pharyngitis, throat irritation, cough, oropharyngeal pain and dysphagia were recovered/resolved. The outcome of the events product adhesion issue and product physical consistency issue were unknown. The consumer's relevant medical history includes parkinson's (ongoing). No drug history was reported. The action taken for corega ultra max hold and comfort was drug withdrawn. Dechallenge was yes (drug withdrawn/reduced, outcome was resolved/resolving/resolved with sequelae) and rechallenge was no - n/a (no rechallenge was done, recurrence is not applicable) for the events foreign body in throat, choking, pharyngitis, throat irritation, cough, oropharyngeal pain and dysphagia. And dechallenge was unknown (action taken was unknown)/(outcome was unknown) and rechallenge was no - n/a (no rechallenge was done, recurrence is not applicable) for the events product adhesion issue and product physical consistency issue. Causality for the events foreign body in throat, choking, pharyngitis, throat irritation, cough, oropharyngeal pain and dysphagia was assessed as reasonable possibility and causality for the events product adhesion issue and product physical consistency issue was assessed as not reported/not assessable for the product corega ultra max hold and comfort. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "my dad constantly uses corega cream, and before he bought one that was only corega, now one came out called max ultra that had a hold, something like that. The thing is, he bought one at the pharmacy and it came out bad. It had water in it and the hold didn't last. It caused him problems, because he uses prostheses above and below, so when he put it in, it fell apart and stayed in his throat. In fact, we had to take him to the bronchopulmonary specialist because it was kind of stuck to him, because he also has parkinson's. So, the doctor said it was the glue, but we didn't understand why it was peeling off so fast. So, I went to the pharmacy and bought another one and that one works, so I want to know how we do it, because it's not cheap". Follow up information was received from quality assurance department on 2025-02-03 regarding complaint (B)(4) for unknown lot number. Investigation evaluation: no sample was returned for this complaint, and batch details were not provided, preventing a full investigation. All relevant documentation for a specific lot of finished product is contained in a "batch envelope." Before product disposition, the site quality department reviews and approves the contents of each batch envelope to ensure no significant quality issues were recorded during manufacturing, packaging, or testing. This review also confirms that all test results meet the required specifications. Due to the critical nature of this case, could I kindly request that further information is requested from the complainant. Should valid lot details or a complaint sample become available, the case will be re-opened and further investigation will be performed on site. Qa analysis revealed the complaint to be unsubstantiated. The pqc number was reported as (B)(4). Age added as 92 years with age group as elderly. Suspect updated from "corega (carna+polma cream)" to "corega ultra max hold and comfort (carbomer+carna+polma cream)". Device codes updated. Event "product complaint" was added for verbatim "it had water in it and it didn't hold" with outcome as unknown. Follow up information received via call center representative (phone) on (B)(6) 2025, look what happens is that my dad is years old and he uses upper and lower dentures. So, he uses corega cream, and it turns out everything was going well until he started buying one called max hold and comfort, but it turns out it went bad. We found out because we had to take him to the pulmonary bronchopulmonary center because he was coughing and choking. So, obviously, he can't speak. So, he explained to us that it was behind the cream, and we thought maybe the taste, something was causing this problem. But it turns out that when he went to the doctor, he explained that the cream didn't stick well to the prosthesis and it would come out before 12 hours, it lasted half an hour, and it was very liquid. So we had to start treatment because he got an infection. He took some antibiotics and everything, and we decided to change the cream. So, the same corega, but a different one. I have the one we discontinued in my hands, and it turns out this one has worked really well for him. Well, it was the cream that was bad; it was almost expired. Enduser: so, mhm. Well, I wanted to complain because this cream isn't cheap. And my sister bought it. She always bought it at pi with the possibility of getting her money back, I don't know or getting another cream back. I have the cream in my hands that is bad, it is like expired, so to speak. 2 weeks (B)(6) 2025 call interaction: (B)(4) I called 1 month ago, I could not provide all the information, now I can send you everything you need, my name is, phone: email: (B)(6) 2025, I attach data and information regarding the call from my mother, about the experience my grandfather had with corega: as I explained over the phone, I want to share that my father, who is elderly (91 years old), constantly uses corega cream to bond his dentures. Two of these tubes of cream were ineffective. The first one ran out very quickly, and then he bought another one that was in the same condition: a little runny. The bonding effect lasted half as long as it normally did. At the same time, we took him to a pulmonologist because he had a scratchy throat that made it difficult for him to eat and drink, as well as a sore throat. We realized it was the effect of the corega building up in his throat. The doctor prescribed medication for the infection, and he bought corega at another pharmacy. He hasn't had any problems so far. My sister used to buy it at the pharmacy and now buys it at the pharmacy. I'm attaching the doctor's prescription. It shows the day he saw him. I'm also sending the information for the corega tube that we suspended (lot cp8p, expiration date 2026-06). The other used it all so it doesn't exist. I decided to do this to prevent it from happening to anyone else and of course to offer some solution to this case. Regarding the requested data, they are the following: full name (of my dad), gender, age: 91 years old, product (presentation and size): corega max 70 grams, batch: cp8p, expiration date: 2026-06, photo/video of the product showing the batch and expiration date: attached in this email. Additionally, batch number and one dosage regimen was added, events (coughing, choking, throat infection, scratchy throat, swallowing difficult, sore throat, product adhesion issue and product physical consistency issue) was added, outcome was changed unknown to recovered/resolved for the event (foreign body in throat). Device codes were updated. Follow up information received from quality assurance department on (B)(6) 2025 for product complaint reference ID 07184459, for lot number cp8p. Investigation evaluation: no sample was returned for this complaint, and batch details were not provided, preventing a full investigation. All relevant documentation for a specific lot of finished products is contained in a "batch envelope." Before product disposition, the site quality department reviews and approves the contents of each batch envelope to ensure no significant quality issues were recorded during manufacturing, packaging, or testing. This review also confirms that all test results meet the required specifications. Due to the critical nature of this case, could I kindly request that further information is requested from the complainant. Should valid lot details or a complaint sample become available, the case will be re-opened and further investigation will be performed on site. (B)(6) 2025 this is the second complaint of this nature for this batch. A notification review check was carried out on this batch which relates to manufacturing deviations, vendor investigations change controls and laboratory investigations. No issues were identified during the manufacture of this batch in relation to the reported defect. Therefore, no further actions will be taken, and the case is deemed unsubstantiated. Non-critical complaints do not undergo qc testing onsite at haleon dungarvan. There are no known issues with formulation. There is supporting stability data for this formulation to assure that all attributes remain within specification across the products shelf-life. Therefore, this complaint is deemed unsubstantiated. Please be assured that this complaint will be indicated in the manufacturing site metrics and will be brought to the attention of all relevant site personnel as part of the compliant review process. On the basis of the above I now wish to consider the complaint closed the complaint was concluded as unsubstantiated. The pqc number was reported as (B)(4). Follow up information was received on 2025-03-27 from quality assurance (qa) department regarding product quality complaint with case numbers (B)(4) for lot number cp8p. Investigation evaluation: this is the second and thirteenth complaint of this nature for this batch. A notification review check was carried out on this batch which relates to manufacturing deviations, vendor investigations, change controls and laboratory investigations, there were no issues noted during the manufacture of this batch as per the defect of this complaint received. A review of the complaint code versus the required testing was carried out against the testing complete at batch release and no further testing is required. The finished product testing of the batch meets specification. There is supporting stability data for this formulation to assure that all attributes remain within specification across the products shelf-life. Therefore, no qc testing will be carried out for this complaint. From the above it is deemed there is no quality, safety or efficacy issues relating to this lot. This case is unsubstantiated. Please be assured that this complaint will be indicated in the manufacturing site metrics and will be brought to the attention of all relevant site personnel as part of the compliant review process. On the basis of the above I now wish to consider the complaint closed. The investigation reports concluded that, complaint stands unsubstantiated. The pqc numbers were reported as (B)(4).

Manufacturer narrative:
Veeva case: (B)(4).

Event description:
Corega building up in his throat [foreign body in throat], he was choking. [Choking], that made it difficult for him to eat and drink [swallowing difficult] , he got an infection. [Throat infection], he had a scratchy throat [scratchy throat], a sore throat [sore throat] , he was coughing [coughing] , the hold didn't last. [Product adhesion issue] , it had water in it [product physical consistency issue]. Case description: on (B)(6) 2025 a spontaneous case was reported in chile by a consumer or other non-health professional via call center representative (phone). On 2025-03-14 new information was received for this case. The report concerns a 91-year-old elderly male consumer. The consumer received corega ultra max hold and comfort (carbomer+carna+polma cream) with 2 dosage regimen lot number cp8p and expire date reported as unknown, for indication loose dentures. This case was associated with product complaint. No concomitant medications were reported. On an unknown date, after an unknown time of starting corega ultra max hold and comfort, the consumer experienced a serious medically significant event of corega building up in his throat (preferred term: foreign body in throat) and he was choking., (preferred term: choking). On an unknown date, the consumer experienced a non-serious event of the hold didn't last., he got an infection., he had a scratchy throat, he was coughing, a sore throat, that made it difficult for him to eat and drink, and it had water in it, (preferred term: product adhesion issue, pharyngitis, throat irritation, cough, oropharyngeal pain, dysphagia, and product physical consistency issue). The outcome of the events foreign body in throat, choking, pharyngitis, throat irritation, cough, oropharyngeal pain and dysphagia were recovered/resolved. The outcome of the events product adhesion issue and product physical consistency issue were unknown. The consumer's relevant medical history includes: parkinson's (preferred term: parkinson's disease) (ongoing). No drug history was reported. The action taken for corega ultra max hold and comfort was drug withdrawn. Dechallenge was yes (drug withdrawn/reduced, outcome was resolved/resolving/resolved with sequelae) and rechallenge was no - n/a (no rechallenge was done, recurrence is not applicable) for the events foreign body in throat, choking, pharyngitis, throat irritation, cough, oropharyngeal pain and dysphagia. And dechallenge was unknown (action taken was unknown)/ (outcome was unknown) and rechallenge was no n/a (no rechallenge was done, recurrence is not applicable) for the events product adhesion issue and product physical consistency issue. Causality for the events foreign body in throat, choking, pharyngitis, throat irritation, cough, oropharyngeal pain and dysphagia was assessed as reasonable possibility and causality for the events product adhesion issue and product physical consistency issue was assessed as not reported/not assessable for the product corega ultra max hold and comfort. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "my dad constantly uses corega cream, and before he bought one that was only corega, now one came out called max ultra that had a hold, something like that. The thing is, he bought one at the pharmacy and it came out bad. It had water in it and the hold didn't last. It caused him problems, because he uses prostheses above and below, so when he put it in, it fell apart and stayed in his throat. In fact, we had to take him to the bronchopulmonary specialist because it was kind of stuck to him, because he also has parkinson's. So, the doctor said it was the glue, but we didn't understand why it was peeling off so fast. So, I went to the pharmacy and bought another one and that one works, so I want to know how we do it, because it's not cheap". On 2025-02-04, the following update has been provided - follow up information received via call center representative (phone) on 2025-02-04, look what happens is that my dad is years old and he uses upper and lower dentures. So, he uses corega cream, and it turns out everything was going well until he started buying one called max hold and comfort, but it turns out it went bad. We found out because we had to take him to the pulmonary bronchopulmonary center because he was coughing and choking. So, obviously, he can't speak. So, he explained to us that it was behind the cream, and we thought maybe the taste, something was causing this problem. But it turns out that when he went to the doctor, he explained that the cream didn't stick well to the prosthesis and it would come out before 12 hours, it lasted half an hour, and it was very liquid. So, we had to start treatment because he got an infection. He took some antibiotics and everything, and we decided to change the cream. So, the same corega, but a different one. I have the one we discontinued in my hands, and it turns out this one has worked really well for him. Well, it was the cream that was bad; it was almost expired. End user: so, mhm. Well, I wanted to complain because this cream isn't cheap. And my sister bought it. She always bought it at pi with the possibility of getting her money back, I don't know or getting another cream back. I have the cream in my hands that is bad, it is like expired, so to speak. 2 weeks 2025-02-02 call interaction: 07305292 I called 1 month ago, I could not provide all the information, now I can send you everything you need, my name is, phone: email: 2025-03-10, I attach data and information regarding the call from my mother, about the experience my grandfather had with corega: as I explained over the phone, I want to share that my father, who is elderly (B)(6) years old), constantly uses corega cream to bond his dentures. Two of these tubes of cream were ineffective. The first one ran out very quickly, and then he bought another one that was in the same condition: a little runny. The bonding effect lasted half as long as it normally did. At the same time, we took him to a pulmonologist because he had a scratchy throat that made it difficult for him to eat and drink, as well as a sore throat. We realized it was the effect of the corega building up in his throat. The doctor prescribed medication for the infection, and he bought corega at another pharmacy. He hasn't had any problems so far. My sister used to buy it at the pharmacy and now buys it at the pharmacy. I'm attaching the doctor's prescription. It shows the day he saw him. I'm also sending the information for the corega tube that we suspended (lot cp8p, expiration date 2026-06). The other used it all so it doesn't exist. I decided to do this to prevent it from happening to anyone else and of course to offer some solution to this case. Regarding the requested data, they are the following: full name (of my dad), gender, age: (B)(6) years old, product (presentation and size): corega max 70 grams, batch: cp8p, expiration date: 2026-06, photo/video of the product showing the batch and expiration date: attached in this email. Additionally, batch number and one dosage regimen was added, events (coughing, choking, throat infection, scratchy throat, swallowing difficult, sore throat, product adhesion issue and product physical consistency issue) was added, outcome was changed unknown to recovered/resolved for the event (foreign body in throat). Device codes were updated. Follow up information was received from quality assurance department on 2025-02-03 regarding complaint (B)(4) for unknown lot number. Investigation evaluation: no sample was returned for this complaint, and batch details were not provided, preventing a full investigation. All relevant documentation for a specific lot of finished products is contained in a "batch envelope." Before product disposition, the site quality department reviews and approves the contents of each batch envelope to ensure no significant quality issues were recorded during manufacturing, packaging, or testing. This review also confirms that all test results meet the required specifications. Due to the critical nature of this case, could I kindly request that further information is requested from the complainant. Should valid lot details or a complaint sample become available, the case will be re-opened and further investigation will be performed on site. Qa analysis revealed the complaint to be unsubstantiated. The pqc number was reported as (B)(4). Age added as (B)(6) years with age group as elderly. Suspect updated from "corega (carna+polma cream)" to "corega ultra max hold and comfort (carbomer+carna+polma cream)". Device codes updated. Event "product complaint" was added for verbatim "it had water in it and it didn't hold" with outcome as unknown. On 2024-03-14, the following update(s) has(have) been provided -follow up information received from quality assurance department on 2025-03-14 for product complaint reference ID (B)(4), for lot number cp8p. Investigation evaluation: no sample was returned for this complaint, and batch details were not provided, preventing a full investigation. All relevant documentation for a specific lot of finished products is contained in a "batch envelope." Before product disposition, the site quality department reviews and approves the contents of each batch envelope to ensure no significant quality issues were recorded during manufacturing, packaging, or testing. This review also confirms that all test results meet the required specifications. Due to the critical nature of this case, could I kindly request that further information is requested from the complainant. Should valid lot details or a complaint sample become available, the case will be re-opened and further investigation will be performed on site. 14/03/2025 this is the second complaint of this nature for this batch. A notification review check was carried out on this batch which relates to manufacturing deviations, vendor investigations change controls and laboratory investigations. No issues were identified during the manufacture of this batch in relation to the reported defect. Therefore, no further actions will be taken, and the case is deemed unsubstantiated. Non-critical complaints do not undergo qc testing onsite at haleon dungarvan. There are no known issues with formulation. There is supporting stability data for this formulation to assure that all attributes remain within specification across the products shelf-life. Therefore, this complaint is deemed unsubstantiated. Please be assured that this complaint will be indicated in the manufacturing site metrics and will be brought to the attention of all relevant site personnel as part of the compliant review process. On the basis of the above I now wish to consider the complaint closed. The complaint was concluded as unsubstantiated. The pqc number was reported as (B)(4).

Manufacturer narrative:
Veeva case: (B)(4).

Event description:
It fell apart and stayed in his throat [foreign body in throat] it had water in it and it didn't hold [product complaint]. Case description: on (B)(6)2025 a spontaneous case was reported in chile by a consumer or other non-health professional via call center representative (phone). On (B)(6)2025 new information was received for this case. The report concerns a (B)(6) elderly male consumer. The consumer received corega ultra max hold and comfort (carbomer+carna+polma cream) for indication loose dentures. Lot number and expiry date of the product was not reported. This case was associated with a product complaint. No concomitant medications were reported. On an unknown date, after an unknown time of starting corega ultra max hold and comfort, the consumer experienced a medically significant event it fell apart and stayed in his throat (preferred term: foreign body in throat). On an unknown date, the consumer experienced a non-serious event it had water in it and it didn't hold (preferred term: product complaint). The outcome of the events foreign body in throat and product complaint was unknown. The consumer's relevant medical history includes: parkinson's (ongoing). No drug history was reported. The action taken for corega ultra max hold and comfort was unknown. Dechallenge was unknown and rechallenge was no-not applicable. The causality for the event foreign body in throat was reasonable possibility and for event product complaint was not reported/not assessable with suspect corega ultra max hold and comfort. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "my dad constantly uses corega cream, and before he bought one that was only corega, now one came out called max ultra that had a hold, something like that. The thing is, he bought one at the pharmacy and it came out bad. It had water in it and the hold didn't last. It caused him problems, because he uses prostheses above and below, so when he put it in, it fell apart and stayed in his throat. In fact, we had to take him to the bronchopulmonary specialist because it was kind of stuck to him, because he also has parkinson's. So, the doctor said it was the glue, but we didn't understand why it was peeling off so fast. So, I went to the pharmacy and bought another one and that one works, so I want to know how we do it, because it's not cheap". On (B)(6)2025, the following updates has been provided - qa result received from quality assurance (qa) department regarding complaint (B)(4) for unknown lot number. Investigation evaluation: no sample was returned for this complaint, and batch details were not provided, preventing a full investigation. All relevant documentation for a specific lot of finished products is contained in a "batch envelope." Before product disposition, the site quality department reviews and approves the contents of each batch envelope to ensure no significant quality issues were recorded during manufacturing, packaging, or testing. This review also confirms that all test results meet the required specifications. Due to the critical nature of this case, could I kindly request that further information is requested from the complainant. Should valid lot details or a complaint sample become available, the case will be re-opened and further investigation will be performed on site. Qa analysis revealed the complaint to be unsubstantiated. The pqc number was reported as (B)(4). Age added as (B)(6) with age group as elderly. Suspect updated from "corega (carna+polma cream)" to "corega ultra max hold and comfort (carbomer+carna+polma cream)". Device codes updated. Event "product complaint" was added for verbatim "it had water in it and it didn't hold" with outcome as unknown.

Event description:
It fell apart and stayed in his throat [foreign body in throat]. Case description: on 2025-02-03 a spontaneous case was reported in chile by a consumer or other non-health professional via call center representative (phone). The report concerns a male consumer. The consumer received corega (carna+polma cream) cream for indication loose dentures (denture wearer). Lot number and expiry date of the product was not reported. No concomitant medications were reported. The patient's medical history included parkinson's (parkinson's disease). No drug history was reported. On an unknown date, after an unknown time of starting corega, the consumer experienced a medically significant it fell apart and stayed in his throat (preferred term: foreign body in throat). The outcome of the event was unknown. The action taken for corega was unknown with dechallenge unknown and rechallenge not applicable. Causality was assessed as reasonable possible between the event and suspect therapy. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "my dad constantly uses corega cream, and before he bought one that was just corega, now one came out called max ultra fixation, something like that. The thing is, um, he bought one at the (B)(6) and it came out bad. It had water in it and it didn't seem like the fixation lasted. It caused him problems, because he uses prostheses up and down, so when he put it in, it fell apart and stayed in his throat. In fact, we had to take him to the pulmonary specialist because it was kind of stuck to him, and he also has parkinson's. So the doctor said it was the glue, but we didn't understand why it was coming off so fast. So I went to the pharmacy and bought another one and that one works, so I want to know how we do it, because it's not cheap". The report is being resubmitted to capture corrections. The information was received on 2025-02-03 and is as follows: device report type added as serious injury.

Manufacturer narrative:
Veeva case: (B)(4).

Manufacturer narrative:
Veeva case: (B)(4).

Event description:
Corega building up in his throat [foreign body in throat] he was choking. [Choking] he was coughing [coughing] he got an infection. [Throat infection] he had a scratchy throat [scratchy throat] a sore throat [sore throat] that made it difficult for him to eat and drink [swallowing difficult] the hold didn't last. [Product adhesion issue] it had water in it [product physical consistency issue]. Case description: on (B)(6)2025 a spontaneous case was reported in chile by a consumer or other non-health professional via call center representative (phone). On (B)(6)2025 new information was received for this case. The report concerns a (B)(6) elderly male consumer. The consumer received corega ultra max hold and comfort (carbomer+carna+polma cream) with 2 dosage regimen lot number cp8p, unknown for indication loose dentures. This case was associated with product complaint. No concomitant medications were reported. On an unknown date, after an unknown time of starting corega ultra max hold and comfort, the consumer experienced a serious medically significant event of corega building up in his throat (preferred term: foreign body in throat) and he was choking., (preferred term: choking). On an unknown date, the consumer experienced a non-serious event of the hold didn't last., he got an infection., he had a scratchy throat, he was coughing, a sore throat, that made it difficult for him to eat and drink, and it had water in it, (preferred term: product adhesion issue, pharyngitis, throat irritation, cough, oropharyngeal pain, dysphagia, and product physical consistency issue). The outcome of the events foreign body in throat, choking, pharyngitis, throat irritation, cough, oropharyngeal pain and dysphagia were recovered/resolved. The outcome of the events product adhesion issue and product physical consistency issue were unknown. The consumer's relevant medical history includes: parkinson's (preferred term: parkinson's disease) (ongoing). No drug history was reported. The action taken for corega ultra max hold and comfort was drug withdrawn. Dechallenge was yes (drug withdrawn/reduced, outcome was resolved/resolving/resolved with sequelae) and rechallenge was no - n/a (no rechallenge was done, recurrence is not applicable) for the events foreign body in throat, choking, pharyngitis, throat irritation, cough, oropharyngeal pain and dysphagia. And dechallenge was unknown (action taken was unknown)/(outcome was unknown) and rechallenge was no - n/a (no rechallenge was done, recurrence is not applicable) for the events product adhesion issue and product physical consistency issue. Causality for the events foreign body in throat, choking, pharyngitis, throat irritation, cough, oropharyngeal pain and dysphagia was assessed as reasonable possibility and causality for the events product adhesion issue and product physical consistency issue was assessed as not reported/not assessable for the product corega ultra max hold and comfort. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "my dad constantly uses corega cream, and before he bought one that was only corega, now one came out called max ultra that had a hold, something like that. The thing is, he bought one at the pharmacy and it came out bad. It had water in it and the hold didn't last. It caused him problems, because he uses prostheses above and below, so when he put it in, it fell apart and stayed in his throat. In fact, we had to take him to the bronchopulmonary specialist because it was kind of stuck to him, because he also has parkinson's. So, the doctor said it was the glue, but we didn't understand why it was peeling off so fast. So, I went to the pharmacy and bought another one and that one works, so I want to know how we do it, because it's not cheap". On (B)(6)2025, the following update has been provided - follow up information received via call center representative (phone) on (B)(6)2025, look what happens is that my dad is years old and he uses upper and lower dentures. So, he uses corega cream, and it turns out everything was going well until he started buying one called max hold and comfort, but it turns out it went bad. We found out because we had to take him to the pulmonary bronchopulmonary center because he was coughing and choking. So, obviously, he can't speak. So, he explained to us that it was behind the cream, and we thought maybe the taste, something was causing this problem. But it turns out that when he went to the doctor, he explained that the cream didn't stick well to the prosthesis and it would come out before 12 hours, it lasted half an hour, and it was very liquid. So we had to start treatment because he got an infection. He took some antibiotics and everything, and we decided to change the cream. So, the same corega, but a different one. I have the one we discontinued in my hands, and it turns out this one has worked really well for him. Well, it was the cream that was bad; it was almost expired. End user: so, mhm. Well, I wanted to complain because this cream isn't cheap. And my sister bought it. She always bought it at pi with the possibility of getting her money back, I don't know or getting another cream back. I have the cream in my hands that is bad, it is like expired, so to speak. 2 weeks (B)(6)2025 call interaction: (B)(6) I called 1 month ago, I could not provide all the information, now I can send you everything you need, my name is, phone: email: (B)(6)2025, I attach data and information regarding the call from my mother, about the experience my grandfather had with corega: as I explained over the phone, I want to share that my father, who is elderly (B)(6), constantly uses corega cream to bond his dentures. Two of these tubes of cream were ineffective. The first one ran out very quickly, and then he bought another one that was in the same condition: a little runny. The bonding effect lasted half as long as it normally did. At the same time, we took him to a pulmonologist because he had a scratchy throat that made it difficult for him to eat and drink, as well as a sore throat. We realized it was the effect of the corega building up in his throat. The doctor prescribed medication for the infection, and he bought corega at another pharmacy. He hasn't had any problems so far. My sister used to buy it at the pharmacy and now buys it at the pharmacy. I'm attaching the doctor's prescription. It shows the day he saw him. I'm also sending the information for the corega tube that we suspended (lot cp8p, expiration date 2026-06). The other used it all so it doesn't exist. I decided to do this to prevent it from happening to anyone else and of course to offer some solution to this case. Regarding the requested data, they are the following: full name (of my dad), gender, age: (B)(6), product (presentation and size): corega max 70 grams, batch: cp8p, expiration date: 2026-06, photo/video of the product showing the batch and expiration date: attached in this email. Additionally, batch number and one dosage regimen was added, events (coughing, choking, throat infection, scratchy throat, swallowing difficult, sore throat, product adhesion issue and product physical consistency issue) was added, outcome was changed unknown to recovered/resolved for the event (foreign body in throat). Device codes were updated. Follow up information was received from quality assurance department on (B)(6)2025 regarding complaint (B)(4) for unknown lot number. Investigation evaluation: no sample was returned for this complaint, and batch details were not provided, preventing a full investigation. All relevant documentation for a specific lot of finished products is contained in a "batch envelope." Before product disposition, the site quality department reviews and approves the contents of each batch envelope to ensure no significant quality issues were recorded during manufacturing, packaging, or testing. This review also confirms that all test results meet the required specifications. Due to the critical nature of this case, could I kindly request that further information is requested from the complainant. Should valid lot details or a complaint sample become available, the case will be re-opened and further investigation will be performed on site. Qa analysis revealed the complaint to be unsubstantiated. The pqc number was reported as (B)(4). Age added as (B)(6) with age group as elderly. Suspect updated from "corega (carna+polma cream)" to "corega ultra max hold and comfort (carbomer+carna+polma cream)". Device codes updated. Event "product complaint" was added for verbatim "it had water in it and it didn't hold" with outcome as unknown.